Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm noted. Insulin pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that their insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose level was 382 mg/dl at the time of the incident. During troubleshooting caller stated that this is the second occurrence of replace battery now alarm with low battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Caller declined high blood glucose troubleshooting. The insulin pump will be returned for analysis.